Manufacturer narrative:
Container/device will be fully evaluated once received by sharps. Sharps has verification that the container is currently in transit to (B)(4) facility.

Event description:
On (B)(6) 2013 - (B)(6) called in stating that she was poked by an insulin syringed needle that punctured through the wall of our 1 quart system, (part number 80112). She was poked in the left hand and went to a medical center to have herself examined.